Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported getting a blower high temp alarm while in use, and air inlet filter was dirty. There was patient involvement, but no patient or user harm.

Manufacturer narrative:
G4: 14apr2020 b4: (B)(6)2020. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date recv'd by MFR: 17apr2020. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the error referenced to the blower temperature high in the event log. The fse advised the customer to replace the blower if filters are not dirty. The customer replaced the fan filter to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.